Event description:
In late 2005, the following gore excluder aaa endoprosthesis components were implanted: a trunk-ipsilateral leg component, a contralateral leg component, and an aortic extender component. It was reported that the trunk-ipsilateral leg component and aortic extender component migrated 2 mm distally and that the pt had a proximal type I endoleak. In 2007, an add'l gore excluder aaa endoprosthesis aortic extender component was implanted and the proximal type I endoleak was successfully repaired.

Manufacturer narrative:
Please note: attached list of add'l devices implanted and involved in this event: pxt281218/lot#03920618.